Event description:
It was reported to the manufacturer by the end user, per the end user the visitor tripped over the cords of the control unit with her foot as she passed by the end of the bed. When she fell, she landed on the floor and broke her left wrist. The staff was alerted to the fall, assisted the visitor back up into a chair and evaluated her wrist. She was sent to urgent care for medical evaluation and then sent to the local emergency room. (B)(4) were entered into our system to have the mattress and control unit returned to joerns for investigation. As of this writing, the mattress and control unit has not been returned.